Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred and a portion of the balloon material detached inside the patient. The lesion was located in the severely calcified left anterior descending (lad) coronary artery. The 3.0 x 20 mm apex monorail balloon was advanced to the lesion and inflated once. The balloon ruptured at 12 atms during that initial inflation. During withdrawal of the balloon catheter, a small piece of balloon material embolized into the patient's vessel. The physician then treated the vessel with another manufacturer's stent. The procedure was completed with another of the same device. Patient status is listed as "good". Additional information has been requested regarding this event. This device is ous only, but there is a same or similar device marketed in the us.